Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) provided anti-tachycardia pacing (atp) therapy to convert an arrhythmia. Therapy was noted to be potentially inappropriate. The presenting electrogram (egm) showed noise oversensed on this right ventricular (rv) lead that was detected in the ventricular fibrillation (vf) zone that could lead to inappropriate shock. The egm also showed a possible loss of capture (loc) on the rv lead. Stored egms show similar noise with rv pacing inhibition greater than two seconds. Lead assessment with a programmer was recommended. Additional information received advised rv lead pacing impedance high out of range greater than 3000 ohms. A lead revision will be scheduled, at this time a date has not been confirmed. Received additional information the rv lead was explanted and replaced due to a possible fracture. The explanted lead will not return for analysis. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) provided anti-tachycardia pacing (atp) therapy to convert an arrhythmia. Therapy was noted to be potentially inappropriate. The presenting electrogram (egm) showed noise oversensed on this right ventricular (rv) lead that was detected in the ventricular fibrillation (vf) zone that could lead to inappropriate shock. The egm also showed a possible loss of capture (loc) on the rv lead. Stored egms show similar noise with rv pacing inhibition greater than two seconds. Lead assessment with a programmer was recommended. Additional information received advised rv lead pacing impedance high out of range greater than 3000 ohms. A lead revision will be scheduled, at this time a date has not been confirmed. The rv lead and device remain in service. No adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) provided anti-tachycardia pacing (atp) therapy to convert an arrhythmia. Therapy was noted to be potentially inappropriate. The presenting electrogram (egm) showed noise oversensed on this right ventricular (rv) lead that was detected in the ventricular fibrillation (vf) zone that could lead to inappropriate shock. The egm also showed a possible loss of capture (loc) on the rv lead. Stored egms show similar noise with rv pacing inhibition greater than two seconds. Lead assessment with a programmer was recommended. Additional information received advised rv lead pacing impedance high out of range greater than 3000 ohms. A lead revision will be scheduled, at this time a date has not been confirmed. Received additional information the rv lead was explanted and replaced due to a possible fracture. The explanted lead will not return for analysis. Outside of the revision, no adverse patient effects were reported.